Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) was suspected to be depleting prematurely. Technical services (ts) analyzed device data which confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was explanted and replaced with a new crt-d. No additional adverse patient effects were reported.